Manufacturer narrative:
(B)(4). D10: 42-5320-075-02, psn tib stm 5 deg sz f r, 67733121. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that intraoperatively the articular surface could not be locked into the tibial component. The surgical technique was utilized; there was no surgical delay. All available information has been provided.